Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. Olympus medical systems corp. (Omsc) received the log file of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the receipt inspection, the process after replacing the water filter (the process of draining air in the water filter) did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. Please see updates to a1, d4, d5, g2, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the process did not proceed to the next step upon replacing the water filter because the function start button was not pressed. The event can be prevented by following the instructions for use which state: ¿7.3 - replacing the water filter. Press the func start button on the sub control panel. Water will start to flow automatically, and air purge will start.¿ olympus will continue to monitor field performance for this device.